Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low ultra-filtration (uf) alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. The warning on page 15-15 states "bypassing a low uf alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation". If any additional information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:31:47. During night drain cycle four, the patient's ultrafiltration reading was 1796ml, indicating the home patient (hp) drained 1796ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.